Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, haptic was broken in the bag while implanting. There was no intervention and no patient harm.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6 and h.11. The product was returned for analysis and the reported complaint was observed. Approximately half of the intra ocular lens (iol) received positioned incorrectly in the iol case. Half of the optic and one haptic returned. Substantial amount of solution and blood-like substance are dried on the iol. One haptic is bent or deformed, the tip of the haptic is broken and not returned. The other haptic is not returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. We are unable to determine the root cause for the reported complaint haptic was broken in the bag while implanting. The iol was subject to handling. Only half the iol was returned with substantial amount of solution dried on it. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage or condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).